Manufacturer narrative:
Upon receipt at boston scientific's post market quality assurance laboratory, visual inspection identified too marks in the device casing. A hole was found in the ra (positive) seal plug and the retainer ring was bent upward. This would indicate that excessive force was used to retract the setscrew. All seal plugs intact and setscrews operated normally. Pacing and shock impedance testing was performed and the recorded values were normal. The device was put through and passed a series of automated diagnostic tests that verified the functionality and operation of the device. While device analysis could not confirm the clinical observation of loss of capture, the bending of the retainer ring could have contributed to the difficulties experienced with attempts to loosen the ra set screw.

Event description:
Boston scientific crm received information that this patient had been presented to the electrophysiology (ep) lab for a revision procedure of a competitor right atrial (ra) lead. The competitor ra lead was revised due to loss of capture. During the procedure, the physician was unable to remove the ra terminal pin from the header port. The physician commented that the ra set screw could not be loosened. Two wrenches were damaged in the attempt to loosen the set screw. The competitor ra lead was cut and removed from the patient. The chronic device was explanted and replaced.